Event description:
Has a meter that isn't giving correct readings. After he received those sporadic readings, he stopped using that meter and went to purchase a new one. The new meter he purchased has test results that are in the same range.